Manufacturer narrative:
It was claimed that barometer error occurred. Based on technician statement, the customer reported that the airway pressure high alarm occurred, while device was connected to the patient. During on-site visit the technician checked the device and no deviation was found. The device passed all performance tests and could be returned to clinical use. No parts were replaced. Identification of issue has been done by analyzing problem description and service report. The device¿s logs have been not available for further evaluation. The airway pressure high alarm is generated when the user set upper pressure limit is reached whereby the inspiration phase is terminated and goes over to expiration phase. The airway pressure high alarm and the termination of the inspiration phase, leads to that the patient not receiving the set volume and this may either be related to user settings not being optimal for the actual patient, or an increased expiratory resistance in the patient¿s breathing system. This can be experienced as no gas flow is delivered. The airway pressure high alarms may lead to insufficient ventilation to the patient or no ventilation. The issue was decided to be reported based on available information as the airway pressure high alarms may lead to insufficient ventilation to the patient or no ventilation. There was no patient harm. Unfortunately, device logs have not been available, hence no further analysis has been possible, therefore the root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator generated an alarm indicating high airway pressure. There was no patient harm reported. Manufacturer's ref. #: (B)(4).